Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the pacing threshold had increased. All other electrical parameters were in range. The lead was explanted and replaced during a normal device replacement and the patient was stable.